Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve with in-line siphonguard was blocked at the ruby ball after implantation, and the device was revised. The valve was implanted to the patient via vp-shunt, the date of implant and initial setting are unknown. Blockage was suspected, and was confirmed by contrast media that the flow of spinal fluid was not smooth. Therefore, the valve was replaced with another product. There were not reported patient injuries. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was testing; no issues found. The siphon guard was removed. The valve was then pressure tested and passed the test. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.